Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 156 mg/dl with ketones at 0.7 mmol/l (12.6 mg/dl). The patient reported having multiple pods and sensors fail to connect. The patient changed pods, changed sensors and changed transmitters and still could not get them to connect. Symptoms reported include vomiting and headache. The patient was treated with saline solution intravenously. The pod was removed at the hospital and discarded. The patient was released the following day (B)(6) 2025. Dexcom has been notified on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.